Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an error during update.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse replaced the usb stick with sw d00, the pcba exec processor, and the pc front end board. After replacing the defective parts the iabp passed all functional tests and was returned to the customer for use.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an error during update. No patient involved.